Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse test drove the system and was able to replicate the issue. The e-100 generator had a "check energy cord" message when trying to fire and would not fire. After reseating the arm and cable, the e-100 generator did not detect the instrument and the led indicator was still not lit with the same error message. The fse replaced the e-100 generator (part# 374848-09/serial# (B)(4)) on the system and relocated the insufflator box so that it was not sitting directly on top of the e-100. The system was tested and verified as ready for use. Isi received the e-100 generator involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the customer reported issue of energy cord and recognition issues. This e-100 unit was installed onto the test system and it worked fine with the synchroseal test instrument installed. The analyst used the synchroseal with a saline dipped gauze in the jaws and fired yellow pedal/sync activations for cut/seal about 100 times and the e-100 generator worked fine without any issue. The issue could not be replicated. As of 28-jul-2022, a review of the site's complaint history revealed patient identifiers (B)(6) are related issue records of (B)(4) (this complaint). A system log review confirmed that the system (B)(4) had recognition and communication issues on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) outside of a case and reported that they learned from last week on (B)(6) 2022 that the e-100 generator was not working. The customer was unsure of the date of the procedure in which the e-100 did not work and the customer had no further details. The customer has requested the field service engineer (fse) to follow up to resolve the issue. The onsite logs were not available. The customer stated that the staff member was the point of contact for additional details regarding the complaint. There was no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the customer, the event date for the issue was on (B)(6) 2022. The customer noted that the issue was that the e-100 failed to connect with the vessel sealer and the ports had been placed on the patient when the issue occurred. The customer also noted that the procedure was not able to be completed with the e-100, and in order to resolve the issue with the e-100 the vessel sealer was switched to the erbe generator. The surgeon believes that the issue occurred due to a system malfunction. The system was inspected prior to use but there were no issues with the port placement. The surgical staff did not observe any outside influences that were impeding the movement of the system. The customer attempted to reset the instrument and drape. The procedure was completed robotically with no patient injury or harm. Patient demographics were provided.